Event description:
Patient reported left side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional reported left side rupture and patient's concern with the product. Device has been explanted. Patient representative reported "biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation.".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken and opening on radius and posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. Base on the device analysis the final assessment is: a sharp broken and opening on radius and posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported "moderate nipple hypersensitivity and lumps" not related to the device. Patient later reported left side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional reported left side rupture and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19oct2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "moderate nipple hypersensitivity and lumps" not related to the device. Patient later reported left side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional reported left side rupture and patient's concern with the product. Device has been explanted.